Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Ipg sc-1110: the complaint about the charging issue was not verified. Upon receiving, the device was in hibernation, and it was charged in one charging cycle. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. The device was capable of being charged fully under a proper charging method, and the quiescent current was within the expected range, the complaint of the charging difficulty was not verified.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
An additional information was received that the patient underwent an ipg replacement procedure. It was noted that the patient's ipg would not charge. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.